Event description:
It was reported that the patient presented to the hospital after having shortness of breath. An x-ray was obtained. The previously capped sense/pace portion of the lead was found to be fractured. The lead tip had broken off the remainder of the lead, but remained attached to the septum. There were no electrical anomalies associated as the patient had a low voltage lead implanted for sensing. Review of previous x-ray images shows that the lead portion had become detached sometime after (B)(6) 2013. It is not known if the shortness of breath symptoms are related to the lead separation issue. No decision has been made regarding the lead. The patient was discharged home.

Event description:
New information received notes that during a synchronized shock test, the lead successfully delivered high voltage therapy. The lead remains implanted. Patient will be closely monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.